Event description:
It was reported that the ventilator generated alarms for high respiratory rate. The patient had a desaturation and a bradycardic episode but was recovered during bagging and was placed back on the ventilator. Approx. 15 minutes later, alarms for high respiratory rate was again generated with subsequent desaturation and a bradycardia. The patient was removed from ventilator and bagged while a pre-use check was performed. It was then noted accumulated water in the expiratory bacteria filter. The ventilator was replaced. The final outcome of the patient was no harm. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility performs service and investigation by themselves. The ventilator was tested by the biomed dept and passed all functional and safety tests. No new occurrences were identified and no parts were replaced. As investigation, provided ventilator logs were reviewed. The actual ventilation period started on (B)(6) 2023 and ventilation mode was alternated between pressure support/CPAP and simv (pc) + ps. In both modes the patient can breathe spontaneously. On the reported event date of june 1, 2023, alarms for high respiratory rate were generated in combination with alarms for high peep (positive end expiratory pressure) and expiratory minute volume low. The generated alarms indicate a high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to a higher respiratory rate and pressure than the pre-set and alarms are generated. The difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit. According to the user, accumulated water was noted in the expiratory bacteria filter, which is believed to be the cause of the increased expiratory resistance. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Successful pre-use check was performed prior start of ventilation. In conclusion, there is no indication of a ventilator malfunction at the time of the event. The cause of the generated alarms and difficulties ventilating the patient was a clogged expiratory bacteria filter. H3 other text: 4117.